Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient has sustained burns to forehead from use of forehead sat probe. It was reported that a very clear dark red areas scattered over the forehead. They reported that it is unsure if this is burn, allergic reaction to materials or due to pressure.